Manufacturer narrative:
As reported, when the balloon of a 5f mynx control vascular closure device (vcd) was properly prepped and tested and delivery into the unknown sheath was started, "it" began to flower. There was no issue with the balloon; it tested properly. The device never entered past the diaphragm of the sheath. Another unknown device was opened, and it worked fine. There was no reported patient injury. The user was trained to the device. The sheath was flushed, and flush was maintained throughout the procedure. The device was not returned for evaluation, because it was discarded. However, one photo was received for review. Per the picture analysis, the sealant could be noted exposed with the sealant sleeve split and with some blood residues. Also, the balloon was deflated. No other anomalies could be observed from the picture. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the received picture since a split condition of the sleeves was noted. Additionally, a condition was noted in the received picture of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the split sleeves. The exact cause of the observed conditions could not be conclusively determined during picture analysis. Based on the limited information available for review and picture analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the picture analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when the balloon of a 5f mynx control vascular closure device (vcd) was properly prepped and tested and delivery into the unknown sheath was started, "it" began to flower. There was no issue with the balloon; it tested properly. The device never entered past the diaphragm of the sheath. Another unknown device was opened, and it worked fine. There was no reported patient injury. The user was trained to the device. The sheath was flushed, and flush was maintained throughout the procedure. The device will not be returned for evaluation because it was discarded. Addendum: picture analysis demonstrates an exposed sealant.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.